Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022. During examination of lead, it was noted that there was non-sustained right ventricular oversensing (nsrvo) on the right ventricular (rv) lead. Physician confirmed that there was externalization of conductor and decided to implant new lead. Physician capped and replaced the rv lead on (B)(6) 2022. The patient has ben discharged from the hospital.

Manufacturer narrative:
Additional information - b5 - patient condition and over-sensing additional information - b6- x-ray information and date correction - d6a - date of implant - changed from (B)(6), 2005 to (B)(6)2005 additional information - h6.

Event description:
New information received notes the right ventricular (rv) lead had non-sustained right ventricular oversensing which was noted from remote monitoring sessions. Chest x-ray performed on (B)(6) 2022 confirmed externalization of conductors. Physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition before, during and after procedure.